Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving baclofen via an implanted pump. The indication was for intractable spasticity. It was reported that the patient was admitted into a hospital on (B)(6) 2024 for increased generalized weakness and the inability to move his legs. The healthcare provider (hcp) stated that the patient was seen in the emergency room (ER) first and they stopped the pump. The patient had a magnetic resonance imaging (MRI) and they started the pump post MRI. The hcp discussed MRI labeling and general function of the pump related to the previous sentence and the hcp was unsure what they did i.e tablet interaction. The hcp discussed contacting the managing physician which they did but they were not on staff. The hcp wanting someone from medtronic to check the pump. The hcp was redirected to medtronic national answering service (nas) to page a local medtronic representative.